Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion being treated was located in the moderately calcified unspecified vessel. A 2.50x28mm ion stent delivery system (sds) was advanced and would not cross the lesion. The sds was withdrawn through the guide catheter and upon removal it was noted that some of the proximal stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the moderately calcified unspecified vessel. A 2.50x28mm ion stent delivery system (sds) was advanced and would not cross the lesion. The sds was withdrawn through the guide catheter and upon removal it was noted that some of the proximal stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: there was contrast on the stent implant. The balloon was tightly folded and the stent was centered between the markerbands. There were flared and bent struts in the first and second proximal rows of stent struts. There was no damage to the sds. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).